Manufacturer narrative:
(B)(4). This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00035. The manufacturer report number for the first and the third product in this case are 8022269-2013-00034 and 8022269-2013-00036 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number 3482m7897, frequency and expiration date unspecified). After an unspecified duration, when she removed the tampon after first use, she experienced uncomfortable feeling in genital area. After a short while, she scoped her finger inside and found a plastic inside her vagina. The reporter stated that on three different occasions, over the last six months, she found plastic in her vagina. The reporter also stated that the expiration date of the device was unavailable. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the device name was updated from o.b. Unspecified to o.b. Combination packs. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the consumer provided a valid lot number. A returned sample had not received as of (B)(4) 2013. Based on the information available, this device was used as intended for treatment. The device history record review revealed that the process was executed as per established parameters and procedures. The retain sample was visually inspected and no nonconformance or manufacturing defects related to the individual wrapper was observed. A review of manufacturing process, design, package and product changes revealed no issues that could contribute to this complaint. No non conformance was recorded for defects related to this complaint on this product. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number 3482m7897, frequency and expiration date unspecified). After an unspecified duration, when she removed the tampon after first use, she experienced uncomfortable feeling in genital area. After a short while, she scoped her finger inside and found a plastic inside her vagina. The reporter stated that on three different occasions, over the last six months, she found plastic in her vagina. The reporter also stated that the expiration date of the device was unavailable. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 the device name was updated from o.b. Unspecified to o.b. Combination packs. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00035. The manufacturer report number for the first product in this case is 8022269-2013-00034. The manufacturer report number for the third product in this case is 8022269-2013-00036. This closes out this report unless other additional significant information is .

Manufacturer narrative:
(B)(4). This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00035. The manufacturer report number for the first and the third product in this case are 8022269-2013-00034 and 8022269-2013-00036 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter and concerns a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for menstruation (route-vaginal, lot number 3482m7897, frequency and expiration date unspecified). After an unspecified duration, when she removed the tampon after first use, she experienced uncomfortable feeling in genital area. After a short while, she scoped her finger inside and found a plastic inside her vagina. The reporter stated that on three different occasions, over the last six months, she found plastic in her vagina. The reporter also stated that the expiration date of the device was unavailable. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.